Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024 it was reported that on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred on an unspecified day after the sensor was inserted into the arm. On (B)(6) 2024, the patient's spouse transported the patient to the emergency room (ER). The reason for visiting the ER was due to cgm inaccuracies (which had been occurring since sensor insertion) as well as other medical issues. The patient was reported to be "feeling sick", but no specific physical symptoms were reported. No specific bg/cgm values were reported for this event. However, when the patient arrived at the ER it was reported the cgm was reading "35 points off" from the bg meter. The patient was treated with various unspecified medications, as the reporter could not recall all of them. The patient was discharged home after approximately 4 hours. The patient was "still recovering" at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.